Event description:
It was reported that the pump was warm to the touch despite being in room-temperature conditions. In addition, it was reported that the tandem-provided charging supplies began burning or melting. There was no adverse impact to customer's blood glucose level. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Manufacturer narrative:
The failure investigation has been completed. The alleged charging supply issue was unable to be verified due to the charging supplies not being returned for investigation. The information will be used for tracking and trending purposes.